Event description:
It was reported that the right ventricular (rv) lead demonstrated inner insulation breach. It was also reported that the rv lead unipolar impedance was higher than the bipolar impedance and that there was an overall downward impedance trend since the time of implant. It was also noted that this was creating false ventricular high rate episodes in the reporting. The rv lead was programmed to pace unipolar and sense to provide safety margin. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.